Event description:
It was reported that the patient experienced pocket stimulation from the right ventricular (rv) lead. Bipolar impedance had been gradually decreasing and was now low. There was no sensing and no electrogram deflection in bipolar. Polarity switched to unipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4068, implantable pacing lead, (B)(6) 1998. (B)(4).